Manufacturer narrative:
This report is filed on november 29, 2016.

Event description:
Per the patient's surgeon, it was reported that the patient experienced magnet dislodgement post MRI (date not reported) and an infection and hematoma at implant site. Subsequently the device was explanted on (B)(6) 2016. Re-implantation is planned but has not taken place as of the date of this report november 29, 2016.